Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarms constantly. Customer's blood glucose level was unknown. Customer states reservoir stuck and just keeps trying to lock in and pushed out a big amount of insulin. The product will not be returned for analysis.